Event description:
It was reported that some time post port placement, the device allegedly flipped leading to removal. It was further reported that the patient experienced pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical record was provided for review. The investigation is confirmed for the reported port flipped issue. According to the medical record, the bard mediport was implanted for patient due to malignant melanoma. The mediport was ultimately heparin flushed in the standard fashion. Approximately two months later, the patient presented for the removal of flipped mediport. Subsequently, the patient presented to the clinic recently with pain secondary to mediport flipping at the pocket site. The right chest and neck were prepped and draped in a normal sterile fashion. An incision was made over the mediport hub, the mediport was extruded to the wound. The mediport was removed in toto and the patient tolerated the procedure. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 11/2020). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2020).

Event description:
It was reported that some time post port placement, the device allegedly flipped leading to removal. There was no reported patient injury.